Event description:
Per the clinic, the patient experienced infection at the implant site, and subsequently, was treated with oral antibiotics (date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to soft tissue problems. There are no plans to reimplant the patient with a new device as of the date of this report